Event description:
It was reported that the zimmer air dermatome was gouging skin on one spot. Additional clinical follow up info received on (B)(6) 2010 from clinical staff on procedure in question; initial graft was thin / missing on one side and indicated that "gouge" was not the correct word to use with the initial report. Most of the graft was acceptable and was used. The pt was scheduled for a very large area to be grafted and therefore multiple donor sites were anticipated. No additional grafts were required due to the malfunction. There was no report of injury or medical intervention associated with the incident.

Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.